Manufacturer narrative:
Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a patient experienced the events of ¿bilateral rupture as confirmed by ultrasound¿ and ¿patient was very distressed¿. This record is for the left side. The device remains implanted.